Event description:
While setting up this model 3100a as a backup, the operator stated she was unable to obtain a mean airway pressure greater than 33 cm h2o during pt circuit calibration. There was no pt involvement.